Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5173070. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
A voluntary MDR/medwatch report was received on 08/04/2025. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to a report received via maude, an unidentified patient experienced a failure to receive alerts from their continuous glucose monitoring (cgm) receiver. As a result, the patient was hospitalized for hyperglycemia on (B)(6) 2025. The cgm device did not alert the patient to elevated glucose levels, leading to the hospitalization. No additional symptoms were reported, and specific blood glucose (bg) values recorded at the hospital were not provided. The patient was treated with subcutaneous insulin, specifically glargine and lispro. The report noted that the patient¿s medical history includes hypothyroidism and addison¿s disease. However, prior adrenocorticotropic hormone (acth) stimulation testing demonstrated an appropriate cortisol response, effectively ruling out adrenal insufficiency. Additionally, thyroid function tests (tfts) have historically been within normal limits, and the patient has not required levothyroxine therapy, indicating no current hypothyroidism. Due diligence efforts were not pursued, as the reporter chose to remain anonymous and did not provide contact information for follow-up. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.